Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while the pump was charging. Customer continued to charge the pump to clear the alert. Customer's blood glucose was within range.